Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in a re-stenosed, proximal, left circumflex artery with direct stenting and approximately 4 years later, on (B)(6) 2012, after the patients son died unexpectedly, the patient was admitted to the hospital for exacerbated chronic obstructive pulmonary disease (copd) and bradycardia. The patient was treated with medications and a permanent pacemaker was inserted. An electrocardiogram (ECG) was done with no myocardial infarction findings. The symptoms resolved on (B)(6) 2012 and the patient was discharged home. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the xience v everloimus eluting coronary stent system electronic instructions for use (IFU). It should be noted the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.